Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 06/09/2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the leg, which is off-label usage of the device, on (B)(6) 2023. It was reported that the patient experienced a skin reaction with rash, pustules under entire patch area and abscess at insertion site, which occurred 4 days after the sensor had been inserted in the leg. The patient consulted a healthcare provider, and they prescribed antibiotics. At the time of the report the skin was healing. Of note, the patient suspects the rockadex (custom adhesive patches) adhesive caused the skin reaction and not dexcom product, but it could not be confirmed. No additional event or patient information is available.